Event description:
It was reported that during a procedure, smoke was seen coming from the c-arm vertical column top cover on the 9900 system. It was also noted that the control display led panel started "flickering". System was pulled from room and another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the generator interface board (c34 failed on the original board). Replaced gib. The system was tested and found to be working as intended and placed back into service.